Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Product analysis on the explanted generator was completed on (B)(6) 2012. The generator performed according to functional specifications. No eri flags were observed during testing. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. Product analysis on the lead was completed on (B)(6) 2012. An analysis was performed on the returned lead portion, note that a portion of the lead assembly (body) including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portion of the device which may have contributed to the stated complaints.

Event description:
Revision occurred on (B)(6) 2012. The products have since been returned however product analysis is not yet complete.

Event description:
Additional information was received indicating that the patient was disabled several months ago because the patient did not feel that he was receiving efficacy from the device. A few months later the patient came back and requested to be turned back on. The physician turned the patient on, however there was no record of diagnostics being performed that date. At the patient's next appointment the nurse interrogated the generator and ran diagnostics where the high impedance was observed. The device was then disabled again. The patient was referred to a surgeon for revision. The x-rays will not be provided to the manufacturer for review. Trauma and manipulation were not suspected, and no specific diagnostic were provided. Revision is likely however it has not occurred to date.

Event description:
It was reported that the patient had high impedance on a diagnostic test. It is currently unclear which test was performed and exact results were not provided. No patient adverse events were reported. The patient has since been referred for x-rays and for a revision surgery. Attempts for additional information have been unsuccessful to date, and it is unclear if the x-rays will be sent to the manufacturer for review. Surgery is likely but has not occurred to date.